Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of the device data noted oversensing of sense b node noise as well as changes in amplitude morphology measurements in both treated and untreated episodes. T-wave oversensing was also present. The electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of the device data noted oversensing of sense b node noise as well as changes in amplitude morphology measurements in both treated and untreated episodes. T-wave oversensing was also present. The electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of the device data noted oversensing of sense b node noise as well as changes in amplitude morphology measurements in both treated and untreated episodes. T-wave oversensing was also present. The electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted. No additional adverse patient effects were reported.